Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the crack was found on double j wall stent. Change a new one.

Event description:
It was reported that a crack was found on the double j wall stent. Changed a new one.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned without the original packaging. An evaluation was completed by futurematrix on 22jul2021. Separation of the stent was noted, however, the separation did not occur at a port hole. The sample did not appear to be stretched or have any material discoloration. The outer diameter was measured and found to be 0.080", which is within specifications of 0.079" +/- 0.002". The inner diameter was measured using a pin gage and was found to be 0.043", which is within specifications of 0.043" +/- 0.002" . As no patient involvement was reported, the device was not used for treatment purposes though it was designed to be used for treatment. As damage was noted on the stent, there is a relationship between the reported event and the device. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or over stressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Care should be exercised when removing the stent from inner poly bag so as not to cause tearing or fragmentation." The actual/suspected device was inspected.